Event description:
Customer reported a past event of high blood glucose level; however, the exact number was unknown, with the device displaying "high." Cause was not known. The customer used a correction injection via multiple daily injections to address the high level. Despite recurring instances of high blood glucose, the customer declined additional help. Technical support recommended the customer consult their healthcare provider for further guidance, which the customer acknowledged.